Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the lack of benefit for the recipient seems to be non-device related. This is a final report.

Event description:
Device was explanted on (B)(6) 2025. "Defect" was written as reason for explantation; however, it is also indicated that the device did not contribute to explantation. Additional information received states that the user was re-implanted because hearing with the device was not satisfying. The user was re-implanted.

Event description:
Device was explanted on (B)(6) 2025. "Defect" was written as reason for explantation; however, it is also indicated that the device did not contribute to explantation. Additional information received states that the user was reimplanted because hearing with the device was not satisfying. The user was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.